Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood result (400 mg/dl). Blood test during call was 301 mg/dl. Caller insists results are too high. No adverse event reported.